Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a stenotic aortic native valve, during final release of the valve, it dislodged upward along the left coronary cusp (lcc) and settled approximately 4mm above the annulus in the sinus of valsalva. It was noted by the physicians that the severe calcification of the left ventricular outflow tract (lvot) along the lcc may have contributed to this unexpected movement. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.